Event description:
It was reported that during a full supply change, the infusion set failed to deploy correctly and the ilet user inadvertently pulled the infusion site off the needle while uncoiling tubing, after which a new teflon infusion site was placed and insulin delivery was resumed. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified consistent with an improper or incorrect procedure involving the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.